Event description:
It was reported that during a whipple procedure, jammed clips, clips fell out of instrument, could be removed, no further information is available. Procedure completed with same like device. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Device (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Device (b) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j9053v; expiration date: 12/2016; manufacturing date: 01/2012.